Event description:
It was reported that the patient lost consciousness, and that glucose level was high at the time that the device showed a ventricular sensing episode (vse). Follow-up determined that the patient was in atrial tachycardia with mode switches. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.